Event description:
It was reported that prior a da vinci-assisted surgical procedure, that error 32097 occurred on universal surgical manipulator (usm) 3. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the unit came into failure analysis with the reported problem (error 32097), it was confirmed as having occurred in the field and could be replicated. During visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a patient site cart (psc) fixture test platform (pftp) and fiber test and failed pointing to clock spring, rolling loop and parallelogram. Once testing was completed, the fibers were aba tested, and it was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.